Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose level of (275 mg/dl). The customer took a bolus to stabilize bg level. During troubleshooting with tandem technical support, the customer noted air bubbles in the luer lock. The customer was able expel air bubbles by performing fill tubing.